Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing on the right ventricular lead. It was also reported that similar episode happened approximately one month previous. The lead was reprogrammed and the remains in use. No further patient complications have been reported as a result of this event.